Event description:
A customer reported that, during patient use, a tracheostomy tube balloon deflated. The patient was not harmed or injured as a result of the event. The sample is being returned.

Manufacturer narrative:
Covidien reference: (B)(4).